Event description:
It was reported that there was uncertainty if the device was reading accurately. The device was returned for evaluation and repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) battery drawer is broken. Upper and lower cases and side bail covers are broken. Battery release and lead flex cover are contaminated. The bails are missing.